Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient sent their log files for review. It was noted that the driveline connection to the heartmate ii system controller had visual moisture damage. When the driveline was removed, there was green corrosion in the controller's connection. Also, the drivelines bend relief had a slit in it. A request was made for a partial driveline repair. Additional information revealed that the external percutaneous lead repair occurred on 25jul2022 at approximately 7 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. On 26jul2022 another log file was submitted for review. The log file revealed a controller replacement on 25jul2022 which occurred during the driveline repair. A driveline fault occurred at around 1120 during the lead repair. Otherwise, the log file captured routine events, there were no additional alarm conditions or parameter changes. The pump appears to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of the returned portion of the driveline identified a green substance inside the controller connector that appeared to be due to fluid ingress as well as a compromise in one of the wires in the driveline. Superficial tears of the silicone jacket were also confirmed through the investigation. A specific cause for these events could not be conclusively determined through this investigation. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 13.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Rescue tape was observed 2¿-3¿ from the metal connector. Upon removal of the rescue tape tears in the silicone jacket were observed 0.25", 2.5", and 3.5" from connector. A green substance was observed on the outside of the connector, inside the grooves. Additional green substance was observed on the inner rim of the connector, and the connector pins appeared unremarkable. The bionate layer was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 4¿-10¿ from the connector. Areas of more severe breakdown were observed approximately 0¿ and 2¿-4¿ from the metal connector. Visual inspection of the wires confirmed a breach in the insulation of the black wire approximately 9.5¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in a pump stop or low speed event. The submitted log files a controller exchange on 25jul2022, and a driveline fault was captured during the driveline repair. No atypical events were captured. The pump operated at the set speed for the duration of the file and functioned as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Incidental findings: a breach in the insulation of the black wire was observed. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-14809.